Manufacturer narrative:
Patient developed an allergic reaction to metal in unicondylar knee implant. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient developed an allergic reaction to metal in unicondylar knee implant. Revision surgery is planned.